Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had drawer pockets 4-1, 4-2, 2-1, 2-2 failed intermittently. A field service engineer cleaned contacts in all drawers and secured connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main 2.2-b3 and also main 4.2-b3 cubie pockets failed every day, and often occurred multiple times on the same day, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.